Event description:
A surgeon reported that approx a year following a glaucoma filtration device implant procedure, the device was touching the cornea. The shunt remains implanted. The pt experienced postoperative hypotony. Additional info has been requested.

Manufacturer narrative:
The product did not return for analysis; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot number. (B)(4).